Manufacturer narrative:
Based on the supplier investigation the device history record review did not indicate any exception that could lead to the reported incident. No sample was available for investigation. According to the supplier, the finished products meet the requirements of cardinal health and all inspections are within specification limits. Test results of the (B)(6) meet the specification requirements and no deviation was found during the manufacturing process. From the investigation, the root cause for the reported incident could not be determined. At this time no additional action will be taken but we will continue to monitor the trend of this type of incident.

Event description:
An employee reported an allergic reaction to the exterior of the white coveralls. She was sent to her allergy md on (B)(6) 2019.